Event description:
The manufacturer received information alleging a ventilator was continuously alarming for a pressure sensor mismatch alarm condition. There was no harm or injury reported. The device was not in patient use. The device has been sent to a third-party service center for evaluation. The evaluation has not yet begun. If any additional information is received once the evaluation is complete, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator was continuously alarming for a pressure sensor mismatch alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. The pressure sensor mismatch alarm was confirmed. The repair recommended was to inspect the air pathway for environmental debris or contamination and if present replace the air pathway components. The device's particulate filter, filter cover, air inlet foam filter, blower assembly, blower bellws seal, blower mount, proportional valve, blower cap, dual limb cup, machine flow sensor, blower chassis plate, system board tubing, blower chassis tubing, fio2 tubing, low flow o2 tubing, three-way solenoid valve, low flow o2 connector, outside panel, fio2 housing, muffler assembly and system board need to be replaced. No repairs were performed. The device was scrapped per the customer's request.